Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02252. It was reported that the patient presented for the implant of the right atrial lead. During the procedure the physician made two unsuccessful attempts to place separate leads. On one attempt the pacing impedance measurement exceeded the upper limit. The physician then found that the replacement lead would not accommodate the guidewire. Finally, a third lead was successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies.